Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 alarmed reset alarm (ln vent1). The ventilator stopped flow and did not reboot while on a patient. The alarm sounded however the monitor display went dark, the led lamp to stop operation lit on and the vent stopped operating. Alternative ventilation was provided as intervention. The customer confirmed that there is no patient harm associated with this reported event.